Event description:
It was reported that the patient developed a post-operative infection from a spinal incision. It was reported, the physician explanted the device last night. The patient reportedly had a urinary tract infection soon after implant and was placed on additional antibiotics after her ¿first post op¿ due to incisional redness. It was reported that the infection was located at the lead. It was unknown if cultures were taken. The onset and type of infection was reported to be unknown. It was further reported the manufacturer representative spoke with the patient today and the patient was doing ¿okay¿ and that she was on intravenous antibiotic therapy for several days. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger. (B)(4).

Event description:
Additional information received reported that the patient would be reimplanted with the device on (B)(6) 2014.

Manufacturer narrative:
.

Event description:
Additional information received reported that the patient was "infection free" and if they got cardiac clearance, they would be reimplanted. It was noted that the patient was doing well.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported that perioperative antibiotics were administered. It was noted that the patient did not have meningitis. It was noted that the signs and symptoms included drainage. It was note that the primary location of the infection was device pocket and lead track. It was noted that a culture was obtained from the device pocket and lumbar region. It was noted that treatments instituted for infection included IV antibiotics and total device system explant. It was noted that the patient outcome was infection resolved.